Manufacturer narrative:
The reported event of the setscrew could not be unscrewed to remove the lead was confirmed. Analysis found damage to the connector block threads due to a possible manufacturing anomaly. A device history review was performed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an elective upgrade procedure. During the procedure, the set screw of the patient¿s pulse generator was stripped and could not be unscrewed. The device was removed and replaced. The procedure was completed without adverse consequences to the patient.